Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked liquid and blood from the valve during use. The following information was provided by the initial reporter, translated from french to english: "leakage during use (leakage of the injected liquid and blood at the valve) because the outlet would not be leakproof according to the doctor." "Device contaminated with blood, not kept. The patient had to be pricked again. No consequences for the hcw. Contact with blood."

Manufacturer narrative:
H.6. Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked liquid and blood from the valve during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage during use (leakage of the injected liquid and blood at the valve) because the outlet would not be leakproof according to the doctor." "Device contaminated with blood, not kept. The patient had to be pricked again. No consequences for the hcw. Contact with blood."